Event description:
The patient reported they had both their knees replaced in 1997 and they had pain. (B)(4). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).